Event description:
It was reported that the patient presented to the emergency room with no capture in cardiac arrest. The right ventricular lead and implantable cardioverter defibrillator was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of right ventricular capture anomaly could not be confirmed. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. Additional findings: the atrial ring spring was found to be dislodged. The cause of the contact spring anomaly could not be determined.